Event description:
Broken implant product broke into the shoulder of the patient during case. Per malfunction report: piece was not removed from patient.

Manufacturer narrative:
Only the inserter and suture were returned for evaluation. Suture is free from the inserter and has no signs of damage. Inserter shaft is slightly bowed. Measurement of the inserter shaft confirmed it was manufactured prior to (B)(4) which reduced the dimensions at the distal end of the shaft to eliminate the interference between the anchor and the inserter on the 2.9 bioraptor suture anchors. (B)(4).